Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was not performed due to the unknown lot number.

Event description:
The customer reported a plum set was leaking chemotherapy. This occurred on unknown date during use on a patient. There was patient involvement, but no report of an adverse event or delay in critical therapy.